Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the up, down and okay keypad buttons were sticking, sometimes hypersensitive and sometimes unresponsive. The patient continued to wear the pump and could safely bolus. The reporter stated that there was a crack near the battery compartment and denied trauma or moisture to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. .

Manufacturer narrative:
Follow-up #1: date of submission 02/12/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/28/2014 with the following findings: there was no visible damage to the keypad. The ok button was intermittently unresponsive. The down, up, and contrast buttons responded properly. No buttons were observed to be sticking. The keypad was removed and contamination under all of the button contacts was observed. Unrelated to the initial complaint, the display screen was observed to be dim with a pink contrast upon powering on to the verify screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.